Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the reported event at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded error message and reduced autonomy. There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded error message and reduced autonomy. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery error message. The internal battery was replaced to address the issue. Neither performance testing nor review of the device data logs could confirm the reported reduced autonomy issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the internal battery error message was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).